Event description:
A medtronic representative reported that, while in a spine procedure, a navlock lumbar probe was damaged. The tip of the probe was broken off when the surgeon was navigating 3cm in the pelvis and was rotating the probe. The tip was retrieved from the patient and the surgery proceeded as planned. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Patient identifier not made available from the site. RMA issued. Replacement navlock lumbar probe shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that, as reported, the tip of the probe has been broken off.. The remainder of the probe appears to be in good condition. Physical damage - pieces broken - directly caused event.